Event description:
It was reported that the ipg would no longer charge or hold a charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was discarded by the medical facility.